Manufacturer narrative:
On 4/5/2019, the mentor failure analysis lab has received the device for evaluation. On 4/23/2019, device evaluation and investigation findings: upon receipt the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During evaluation the device a crease was observed on the anterior aspect, also a rent at juncture patch was observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 6541374, and no non-conformances related to the reported complaint condition were identified. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and ptosis. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with mentor memorygel breast implant 350 cc on the left side and with mentor memorygel breast implant 400 cc on the right side. Now this patient presented with bilateral breast implant rupture, and saggy breasts. As a result, the devices were explanted, and replaced with mentor memorygel breast implant 350 cc on the left side and mentor memorygel breast implant 400 cc on the right side on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/08/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 04/05/2019. The actual due date for the report was 5/5/2019. Manufacturer¿s reference number: (B)(4).